Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported product performance issue and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial lead was explanted due to a product performance issue. Another lead was implanted instead. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Event description:
It was reported that this right atrial lead was explanted due to a product performance issue. Another lead was implanted instead. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.